Manufacturer narrative:
The stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.

Event description:
Clinical study. It was reported that 119 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr) for recurring angina. The target lesion was noted as the left coronary circumflex (lcx) as 95% ostial stenosis with adequate flow to the distal vessel. Plaque was also noted in the ostium of the first obtuse marginal branch (om1). Treatment consisted of a pre-dilatation, placement of a 3.50 x 8mm taxus express 2 drug eluting stent in the ostial lcx, and resulted in no significant residual stenosis. Post procedure the patient was treated for chronic renal insufficiency. The patient improved and was discharged the next day on aspirin and clopidogrel. On 119 days post index procedure, the patient was admitted due to recurring angina. Treatment consisted of pre-dilatation and placement of a 3.50 x 8mm taxus express 2 stent in the proximal lcx and extending into the left main coronary artery (lmca). The distal lcx was then treated with angioplasty. Final angiographic review showed no significant residual disease at the ostium of the lcx. There was still some haziness at the junction of the om1 and the distal lcx was dilated with excellent flow. The patient was discharged the next day on aspirin and clopidogrel.